Manufacturer narrative:
Philips service sent the pear for replacement; system returned with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that problem with rx triggering pear; part sent for replacement on a allura xper fd20/15. The clinical use of the system was in use. There was no reported patient or user harm.